Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. During troubleshooting, the fse found bad cmos battery in flexvision pc. Review of the log file showed that malfunctioning flexvision pc. The fse replaced the cmos battery. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. The user performed a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the pc cmos battery. After the battery was replaced and the date and time was checked, the system was returned to use in good working order.